Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used (it is unknown if it was used during a procedure). According to the complainant, the volume control knob would not adjust the tone volume; it would only adjust the pitch. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.